Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the driveline cable of a pump with unknown serial number was not returned for evaluation. Review of the manufacturing documentation could not be performed since the device serial number is unknown. The reported event could not be confirmed due to insufficient evidence. Based on historical review of similar events, the reported event may be attributed to multiple factors including but not limited to normal wear over time, improper handling. This event was reported in the q2 2019 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's driveline had tape around the driveline and strain relief proximal to the controller. The patient had reinforced the area with tape at home. The tape was removed which did not reveal any exposed wires or breakdown of the external sheath. The driveline strain relief had a small area of breakdown/tearing. Rescue tape was applied to the strain relief with no further issues reported. The ventricular assist device (vad) remains in use. No patient complications were reported as a result of the event. This event was reported in the q2 2019 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.